Event description:
Per the sales representative, the surgeon was performing a craniotomy, and a screw broke in the patient's skull. At this time, it is unknown if the screw was able to be removed as the sales representative was not in the surgery. There is no further information available.

Manufacturer narrative:
Investigation in progress but not yet complete.

Manufacturer narrative:
The complained device was not returned therefore a confirmation of the reported event is not applicable. Instead of the broken off heads, 2 new unused screws were returned. These screws are not related to the intraoperative screw breakage and therefore classified as concomitant products. A visual, functional and dimensional examination of the broken screw cannot be performed therefore it is not possible to determine the root cause. Based on statistical evaluation there are no indications for any systematic design, material or manufacturing related issue. Device was discarded by hospital.

Event description:
Per the sales representative, the surgeon was performing a craniotomy, and a screw broke in the patient's skull. At this time, it is unknown if the screw was able to be removed as the sales representative was not in the surgery. There is no further information available.